Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after several attempts to cross the lesion, it was noticed that the stent was damaged. No patient complications reported.